Event description:
The patient underwent CT-guided puncture biopsy of the right lower lung lesion. During the procedure, a disposable biopsy needle was used. However, the attempt to excite the biopsy needle failed, and after multiple attempts, the biopsy needle was unable to obtain any tissue. Eventually, a new biopsy needle was replaced, and the tissue was successfully collected. This situation prolonged the patient's puncture biopsy time, and due to multiple punctures, right-sided pneumothorax occurred. Postoperatively, a closed thoracic drainage procedure on the right side was performed.